Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functional testing, ECG stress testing via multifunction cable, defib cycling, and shock testing at various joule settings without duplicating the report. Review of the device logs showed occurrences related to the customer's report during an internal inspection of the multifunction cable receptacle observed signs consistent with fretting. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. A new multifunction cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device displayed a "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.